Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the resetting process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump, with advice to contact support if any issues arise again.